Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 21510771/21510771.

Event description:
It was reported that the patient underwent a system explant procedure due an unknown reason. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.